Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
The reporter indicated that a system diagnostics test yielded high lead impedance indicating a possible lead malfunction. X-rays were reviewed by the physician, and the physician reported x-ray was suggestive of a lead discontinuity. In addition, it was reported that patient had "worsening seizures" which required medical intervention. Unknown if increase in seizures is above pre-vns baseline. Good faith attempts are being made to gather additional information. Revisions surgery is likely.